Event description:
The pt was taken to the cardiac cath lab for an angioplasty. The guide wire broke off in the circumflex artery of the heart. No luck at getting wire out in hub. Pt had to be taken to open heart surgery for wire retrieval at CABG.